Event description:
According to the reporter: a ta4548s was fired across rectum. The anastomosis was checked and found to be leaking. The decision was made to remove this anastomosis and complete another. A ta4548s was fired again where it was noticed that the pin was not seated properly and the stapler was in a scissored position. A new ta4548s was opened and was observed to have scissored again with pin not seated in the correct position. No reinforcement material was used. A temporary ileostomy was performed. There was no blood loss of 500cc or more. Surgical time was not extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).